Event description:
It was reported that there was an issue with the product nr881m - enduro meniscal component f2 12mm. According to the complaint description, there was a postoperative breakage of the shaft just below the coupling thread. A new inlay was implanted during the revision. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Involved components: nk912 \ imset resorb.intramedullary plug 12mm (aesculap ag reference no. (B)(4)). Nk918 \ imset resorb.intramedullary plug 18mm (aesculap ag reference no. (B)(4)). Nr400k\ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nb012k\ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)). Nr194k\ tibia offset stem d12x92mm cemented (aesculap ag reference no. (B)(4)). Nr292k\ femur extens.stem 6° d15x77mm cemented (aesculap ag reference no. (B)(4)). Nb015k \ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional information: h3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: the rotation axis has fractured. Above the taper, directly below the screw thread. The taper of the rotation axis shows visible material wear marks on the surface. The rotation axis locking nut is no more fixed on the thread (broken part of the axis -> proximal fragment). The breakage surface of the larger distal part of the axis exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The proximal fragment surface shows also little signs of secondary damages. Both breakage surfaces show no indications for material defects like foreign particles inclusions or blow holes. The external screw thread of the rotation axis shows visible damages/material abrasions. Furthermore the locking nut shows visible damages. Unfortunately, the hinge ring is not available for investigation. Therefore, it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows clearly visible wear marks and delamination. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, and lack of information about the patient and the prevailing circumstances, a clear conclusion cannot be drawn. The provided x-ray figures also give no clear hints regarding the root cause of the breakage. There is no indication for a design-, manufacturing- and/or material-related failure. The following can be mentioned as an informational note: the visible signs of wear/material abrasions on the taper of the rotation axis could be an indication that the hinge connection of the femur has been moving on the taper. A reason for this could be that the rotation axis locking nut has come loose a little bit. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example: · disturbance in coordination, · underlying disease, · missing muscular guidance of the leg, · hyperextension. Led to extreme and unusual bending moments and in the end to the breakage of the axis at the narrowest part. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Additional information: b5 - description updated d4 - batch d9 - product return d10 - involved components h4 - manufacture date.

Event description:
Update: involved components: nk912 \ imset resorb.intramedullary plug 12mm (aesculap ag reference no. (B)(4) nk918 \ imset resorb.intramedullary plug 18mm (aesculap ag reference no. (B)(4) nr400k\ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4) nb012k\ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4) nr194k\ tibia offset stem d12x92mm cemented (aesculap ag reference no. (B)(4) nr292k\ femur extens.stem 6° d15x77mm cemented (aesculap ag reference no. (B)(4). Nb015k \ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4).